Event description:
Data was provided but does not reflect full investigation window. Confirmation of the allegation and probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Dexcom was served with a legal action as a result of the patient¿s alleged injury. The reporter did not provide a description or information regarding the circumstances of the alleged event or details of the alleged injury other than what is alleged in the complaint. Dexcom has provided to FDA the information it currently has relating to this alleged adverse event. Dexcom has requested further information from the patient¿s personal injury lawyer.

Event description:
A personal injury attorney, on behalf of patient, has initiated litigation against dexcom, based upon the patient¿s allegation that she was injured while allegedly using the g6 cgm device. Patient¿s attorney alleges that the user¿s receiver/display device failed to alert her to dangerous glucose levels and/or stopped receiving glucose information from the g6 system. The user thereafter required inpatient hospital care. Despite additional requests for information, no further information was provided.